Manufacturer narrative:
Approximately 18 inches of the external portion/distal end of the percutaneous lead (lead) was replaced and returned for evaluation. Electrical continuity testing revealed an intermittent discontinuity in the black wire when the lead was manipulated adjacent to the metal connector. Microscopic inspection revealed a fracture in the inner conductors of the black wire, as well as insulation abrasion resulting in the exposure of the inner conductors of the black wire. The fractured inner conductors of the black wire would have caused the reported driveline fault alarms confirmed through the evaluation of the submitted system controller log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years, 8 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that driveline fault alarms were produced by the system controller. Interrogation of the system controller, and a log file reviewed by the manufacturer¿s technical service representative confirmed the driveline fault alarms. The patient been in a motor vehicle accident approximately 2 months previous and the airbag had deployed. The driveline fault alarms only started occurring after the accident. X-rays showed no significant changes at that time. The patient reported a one-time resolution of the driveline fault alarm by manually adjusting the external driveline. The patient was reported as being asymptomatic and doing well, and was discharged home. On (B)(6) 2017, the driveline fault alarm occurred, and the system controller was exchanged four times in an attempt to troubleshoot the issue. The alarm persisted. Log file analysis confirmed driveline fault alarms beginning on (B)(6) 2017. X-ray revealed areas of concern both internal and external to the patient. On (B)(6) 2017, a percutaneous lead (driveline) replacement was performed. No broken wires were found during the replacement evaluation. The system was connected to a grounded power module cable and no additional events were reported.